Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). H3: correction. H4, h6: additional information. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection, no issues were observed with the returned components of the device. A functional test was performed and device was found to be out of drawing specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during the routine incoming inspection of a loaner set it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 72-88. The torque tested high ¿ 89.003. There was no known patient or hospital involvement. This report is for one viper2 final tightener handle. This is report 1 of 1 for (B)(4).